Event description:
During an initial implantation procedure of an osm ipg, the ipg would cease delivery of ccm therapy appropriately when placed inside the surgical pocket. The device displayed multiple ls alerts, ls absence, and no rv sensing, even though sensing thresholds, impedance, and pacing threshold values were normal on the psa analyzer and on the intelio programmer. Fluoro images showed no signs of lead dislodgement. The issue would only occur when the ipg was inside the pocket and would resolve as soon as it was taken out from the pocket. The ipg was reset as well, but the issue did not resolve. A new osm ipg was implanted instead and did not show any issues whatsoever. Engineering logs from the malfunctioning osm ipg were collected post-procedure, and the ipg is expected to be returned to ID USA in marlton, nj for further evaluation.